Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button error alarm. Customer stated that they unsure if they press a button down for 3 minutes or longer. Customer was not able to clear alarm. Customer stated that the insulin pump had blank display. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that the display did returned. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and active current test. Blank display not confirmed. Keypad unresponsive or button error alarm not confirmed. Device failed the sleep current test due to moisture damage on the electronic assembly. Device failed the self test due to missing segments caused by moisture damage on the electronic assembly. Device received with scratched case. Device received with cracked case on the back at the battery tube area. Device received with pillowing keypad overlay.